Manufacturer narrative:
This report is submitted on may 18, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced inflammation and irritation with device use, resulting in the decision to explant the device. The device was explanted on (B)(6) 2017.